Event description:
Health care professional reported "left side capsular contracture, baker grade IV". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
The device has been explanted and replaced.

Event description:
Health care professional reported "left side capsular contracture, baker grade IV". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in anterior , crease fold, wear abrasion weight to the spec. . A microscopic analysis was performed which identify striated opening in the anterior based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.